Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr run the ventilator on battery about 2 hours. Performed operational verification procedure (ovp) and performance check, the unit passed all tests and runs according to manufacturer's specifications. Additionally, according to the customer, it is thought that the unit was not plugged in properly and the unit was running off battery and the end user was unaware.

Event description:
The customer reported device shut off while on patient issue on the vela ventilator. At this time, there is no information regarding patient harm associated with the reported event.